Event description:
Additional information: it was reported that on (B)(6) 2019, the patient was noted to have a gastrointestinal (gi) bleed with bloody stools. The patient was not on anticoagulation at this time. A colonoscopy found two areas of bleeding, which were then cauterized. On (B)(6) 2019 the patient experienced acute mental status changes. A computed tomography (CT) scan showed an ischemic stroke and the patient required intubation and ventilation. On (B)(6) 2019 the patient did not have any purposeful movements. On (B)(6) 2019 the patient's temperature spike and blood cultures were positive for vancomycin-resistant enterococci (vre). On (B)(6) 2019 the patient's family decided to withdraw care and the patient expired. The left ventricular assist device (lvad) was working as expected and was not considered to be related to the death.

Manufacturer narrative:
No further information was provided. The manufacturer's investigation will be re-opened to address the additional information and a supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The left ventricular assist system (lvas) reportedly operated as expected, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, stroke, infection, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 patient handbook, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired as a result of a stroke, which led the family to withdraw care, including the left ventricular assist system (lvas). No additional information was provided.